Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The complaint of a leaking proximal extension line was able to be confirmed by the video. A leak is clearly visible around the middle of the extrusion; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "PICC was inserted in march for chemo. The patient was having chemo on (B)(6) 2025 and blood started dripping out of the extension line of the white port." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "PICC was inserted in (B)(6) for chemo. The patient was having chemo on (B)(6) 2025 and blood started dripping out of the extension line of the white port." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".